Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that at the time of carrying out the procedure, the clamp broke. But there is conflicting information that indicates this happened before the surgery. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The device has not been returned to karl storz tuttlingen. The supplier carried out an investigation without returning goods. According to the related 8d report the rivet has come loose because the weld on the jaw part is not deep enough and the countersink is too small. The employee did not countersink correctly. The corresponding operating instructions ri: 26159uhw_en_v48.3_03-2023_ri_ce refer to a visual and functional inspection of the device on pages 13 and 15. The operating instructions 97000045 v2.0 - 10/2017 state that overloading should be avoided, see page 2. The event is filed under internal karl storz complaint ID: (B)(6).

Manufacturer narrative:
Device evaluation: during the technical investigation of the returned product, the following observations were made: it was determined that the rivet had loosened due to an undersized countersink on the jaw component combined with an insufficient weld depth. The relevant IFU specify that the device should undergo both visual and functional inspections and emphasize that overloading must be avoided. The event is filed under internal karl storz complaint ID: (B)(4).